Event description:
It was reported this catheter was successfully placed. Post placement during a scheduled catheter removal procedure, it was noted under fluoroscopy this drainage catheter had fractured and the distal loop had remained in the pt. The detached segment was removed via endoscopy. Another drainage catheter was not placed as treatment was completed with this unit. This device has not been received for eval. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device co is unable to determine if the device met its specifications. Co's follow up revealed this catheter was being used as a feeding tube, which is a non indicated use of this device. Co believes this may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.